Manufacturer narrative:
Updated fields: h6 (evaluation method codes), (evaluation result codes), (evaluation conclusion codes). The production device history record (DHR) for this iabp unit was reviewed and no non-conformances related to the reported event were noted. The national repair center (nrc) could not verify the failure of the screen going to black, when each cable was tested independent of each other. The nrc then connected the two cables together as used in normal operation. The national repair center stressed the cables as in moving them around and bending them at times when the unit was pumping. After testing and evaluating both cables, the national repair center was not able to verify the failure of the screen going to black and alarming, the cables passed testing. The nrc will retain the cables in the national repair center per procedure,

Event description:
It was reported the during use on patient the cardiosave intra-aortic balloon pump (iabp) unit became black unexpectedly and the pumping stopped and also an alarm was emitting. The iabp was re-booted and iabp therapy was continued. This iabp unit was used on the patient with acute myocardial infarction(ami). The patient¿s condition was noted to be deteriorated already with premature ventricular contraction (pvc) and ventricular fibrillation (vf). The patient was expired on the same day. The relationship of both the event and the iabp unit to the patient¿s death was unrelated.

Event description:
It was reported the during use on patient the cardiosave intra-aortic balloon pump (iabp) unit became black unexpectedly and the pumping stopped and also an alarm was emitting. The iabp was re-booted and iabp therapy was continued. This iabp unit was used on the patient with acute myocardial infarction(ami). The patient¿s condition was noted to be deteriorated already with premature ventricular contraction (pvc) and ventricular fibrillation (vf). The patient was expired on the same day. The relationship of both the event and the iabp unit to the patient¿s death was unrelated.

Manufacturer narrative:
Updated fields: b4, d4 (unique identifier (UDI) #), d9 (return to manufacturer date), g3, g6, h2, h6 type of investigation, component codes, health effect ¿ impact codes), h10, h11 corrected fields: d4 (catalog #), h6 (investigation findings, investigation conclusions)

Manufacturer narrative:
A getinge service territory manager (stm) was inspected this iabp at service center after returning from the facility. The stm evaluated the iabp and was able to reproduce the issue. The error code 78 was recorded in the system logs. Its deterioration caused by aging. The stm replaced cable, back plane to coiled cord and cable, coiled cord. After replacing of those parts, the issue was resolved and running test was performed with no issues. The stm performed preventive maintenance, all calibration, functional and safety tests on iabp, which passed. The iabp was returned to customer and cleared for clinical use.

Event description:
It was reported the during use on patient the cardiosave intra-aortic balloon pump (iabp) unit became black unexpectedly and the pumping stopped and also an alarm was emitting. The iabp was re-booted and iabp therapy was continued. This iabp unit was used on the patient with acute myocardial infarction(ami). The patient¿s condition was noted to be deteriorated already with premature ventricular contraction (pvc) and ventricular fibrillation (vf). The patient was expired on the same day. The relationship of both the event and the iabp unit to the patient¿s death was unrelated.